Event description:
The customer reported that the ventilator stopped working.

Manufacturer narrative:
(B)(4). The carefusion service engineer evaluated the ventilator and ran performance tests. Found exhaled flow sensor broken. Replaced sensor and performed operational testing.